Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 352 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. The suspend limit on the sensor settings was 60 mg/dl. The customer also reported a high blood glucose of 358 mg/dl with a sensor glucose value of 74 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting for the high blood glucose readings. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle only the sensor.